Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the ¿temperature of arm is higher than normal" message appeared on universal surgical manipulator (usm) 3. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 1119 in the system logs. The tse had the customer check the ventilation of the usm link 2, which was being covered by a drape. The customer removed the drape to keep the good ventilation. After, the customer called back and informed that the surgeon could not operate usm 3 after the error occurred. The tse confirmed repeated error 1110 pointing to out-of-range temperature in the logs. The tse had the customer power cycle the system, which resolved the error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without errors. The procedure was completed robotically with all 4 usms. Usm 3 remained usable. The error occurred several times, and the errors were recovered by pressing ¿recover fault¿ button each time it occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated errors 1119 and 1110, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the errors persisted on usm 3 and replaced the usm 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found triggering error 1119 indicating a fault with the axes controller, motor (acm) printed circuit assembly (pca) fan. On patient side cart (psc) fixture test platform (pftp) testing, the usm failed acm pca fan test. Visual inspection confirmed that the acm pca fan was not working causing the unit to heat up. As a fix, the acm pca will be replaced. A root cause of the reported failure was attributed to a component failure. The usm passed all remaining tests. The complaint regarding repeated error on usm 3 was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the ¿temperature of arm is higher than normal" message appeared on the usm 3 during procedure. The fse confirmed the reported issue and replaced usm 3 to resolve it. Failure analysis also confirmed the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.